Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to a report submitted via web self-service, the patient began experiencing false low readings from their sensor starting on or around day 3, approximately (B)(6) 2025. In response to these inaccurate low readings, the patient began being treated for hypoglycemia. As a result of the treatments, the patient¿s bg level reportedly rose to over 410 mg/dl, leading to diabetic ketoacidosis (dka) and requiring hospitalization in the intensive care unit (ICU). The report was submitted to the hospital, and it was noted that the sensor was removed by an ER/ICU nurse. No additional clinical details were documented in the report. Multiple attempts to contact the reporter for further information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.